Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16198. It was reported that the patient presented in clinic. Device interrogation revealed over-sensing on the implantable cardioverter defibrillator and right ventricular lead. Myopotential over-sensing was suspected but not confirmed. Programming changes were made to resolve the issue. Patient was asymptomatic throughout event.